Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an adhesive issue event on (B)(6) 2026. The adhesive was not working on one side but did adhere on the other. The patient's blood glucose level was as high as 401 mg/dl, and they reported having a headache. No further information available.